Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on february 15, 2017, olympus medical systems corp. (Omsc) confirmed that the coating on the outer surface of the jaw was worn and partially come off. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the subject device already states; warnings: when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a laparoscopic assisted supracervical hysterectomy, three subject devices were used. The probe of the first subject device was broken. The ptfe pad of the second device was burned. The surgery was completed with the third subject device. No parts were fallen into the patient. There was no patient injury reported. On (B)(6) 2017, olympus medical systems corp. (Omsc) confirmed the following phenomena on the first subject device and the second subject device. The first subject device: the probe was broken off. The ptfe pad was severely worn. The coating on the outer surface of the jaw was partially come off. The second subject device: the ptfe pad was severely worn. The coating on the outer surface of the jaw was partially come off. This is the report regarding the coating damage of the second subject device. The following reports are going to be separately submitted; the first subject device: the probe damage, the coating damage, and the ptfe pad damage. The second subject device: the ptfe pad damage.